Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while using the device the clip would not close properly. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Indicator wheel failure, malformed clip. Evaluation summary: the analysis results of the device found that it was received with the jaws in closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. The device was cycled and the remaining clips were conforming. In addition, the device locked out as intended but the orange indicator did not show up. A batch record review was performed and no anomalies were found during the manufacturing process.